Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 6 atms on the third inflation. (The number of atms reached on the initial two inflations is unknown). The lesion being treated was a calcified, 100% stenotic lesion in the distal rca. The pt was asymptomatic during this event. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as "good".